Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a 6f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right femoral artery using a prostyle device after a chronic total occlusion percutaneous coronary interventional procedure. Reportedly, the device achieved hemostasis without issue on (B)(6) 2025. No complaints during follow-up on 06/28/2025. However, the patient was readmitted to the hospital on (B)(6) 2025 due to a staff bacterial infection and noted groin hematoma following catheterization. On (B)(6) 2025, the patient had emergency surgery to evacuate the hematoma and repair a pseudoaneurysm. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.